Event description:
Healthcare professional reported "capsular contracture baker grade IV and intracapsular leak" confirmed by mammogram and ultrasound. This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, d9, h3, h4, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and intracapsular leak" confirmed by mammogram and ultrasound. This record is for the left side. Device remains implanted and it is unknown if the device will be returned.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 3-feb-2026. Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the device was found intact during explant surgery. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and intracapsular leak" confirmed by mammogram and ultrasound. Later healthcare professional reported "no leak in implant" and "intact". This record is for the left side. Device was explanted. Capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted and replaced.